Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: retroperitoneal exposure of anterior lumbar spine; anterior lumbar discectomy with interbody fusion using threaded fusion cages and bmp at l5-s1; for pre-op diagnosis of: central disc herniation, lumbar instability, retrolisthesis l5-s1. Per-op notes: 14mm x 20 mm cages filled with bmp in gelfoam was placed into the interspace, position of which was confirmed by lateral and ap fluorocopy. No complications were reported.

Event description:
It was reported that the patient underwent fusion surgery on the lumbar region of his spine from l5-s1 where rhbmp-2/acs was implanted both inside and in front of a cage. Post-operatively, the patient experienced lower back pain and front right sided thigh pain and numbness and did not experience any relief from any of the conservative treatment measures used to treat his condition. Reportedly, the patient has continued to experience consistent and significant lower back pain as well as numbness in his lower extremities.